Event description:
Spontaneous communication from patient who reported that recently she has been experiencing an issue with the little needle from the subcutaneous tubing slowly inching upwards and then going sideways. She stated that she has been on this therapy for about 4 years now and it never happened before. She stated that she hasn't been doing anything physically different and that this is causing her to change her side every 6-8 weeks now. She stated that there are limited areas on her body where she can put the site because she lives alone and also has scar tissue on certain areas. Unknown if her doctor is aware. No other information provided patient did not report experiencing any side effects or changes in breathing. She does not have the old tubing for possible return to manufacturer. Reported to (B)(6) by pt/caregiver.